Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that there was foreign matter in syringe after medication draw but prior to injection with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: material no. 309657 batch no. Unknown (provided : m146143). It was reported that there was debris in his syringe before inserting it into the cartridge but after loading it with insulin. "Customer reported debris in his syringe before inserting it into the cartridge but after loading it with insulin.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. (B)(6). PMA / 510(k)#: k980987 ((B)(6)); k151766 ((B)(6)). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was foreign matter in syringe after medication draw but prior to injection with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: material no. 309657, batch no. Unknown (provided : m146143). It was reported that there was debris in his syringe before inserting it into the cartridge but after loading it with insulin. "Customer reported debris in his syringe before inserting it into the cartridge but after loading it with insulin."